Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer was calling back after accidentally oversdosing on insulin during last troubleshooting. Customer corrected with food and was calling back to complete troubleshooting. Customer's blood glucose was 338 mg/dl, and had also experienced blood glucose of 500 mg/dl. Customer reported to have tried all remedies with no resolution. Insulin pump would be replaced per customer's request.